Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 01mar2021.

Event description:
It was reported to philips that the device had an alarm led (light emitting diode) failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
H10 the device was evaluated by a philips remote service engineer (rse). The reported malfunction was confirmed. The customer replaced the rp-overlay, power switch. The unit was tested, the system fully meets specification and returned to use. While the defective overlay was not returned, the primary mode of failure for this overlay has been determined to be delamination and cracking of the encapsulate epoxy encasing the led dice, and physical shearing of the epoxy or trace causing opened and intermitted trace continuity to the led. H11. G1 - contact office information.